Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found the returned microcatheter to exhibit an exposed coil protruding into the lumen and ptfe damage/delamination at the hub transition, which would have caused the resistance described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. The ptfe damage/delamination is consistent with attempting to advance another device into the microcatheter with the exposed coil.

Event description:
It was initially reported that problems were encountered inserting the stent during in-house testing. The stent does not go past the luer hub during insertion. The stent¿s marker band at the pusher area is the where the stent is getting stuck. A pin gauge was inserted to measure the catheter inner diameter and did not allow a 0.026¿ to go through. After looking at the samples in the microscope, there is some liner delamination, and the catheter end can be seen. When the device was received and analyzed, the microcatheter exhibited an exposed coil protruding into the lumen.